Event description:
Consumer called to report questioning the readings on their meter. Analysis run on clark error grid using mean avg. Reading (61) as ref. Point vs. Bd reading of 30, 91 yielded data points in the d zone of the grid, outside of acceptable limits.